Event description:
A customer reported that their tandem mobi pump would not turn on. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed by technical support to perform some actions, including pressing the pump button, which did not resolve the issue, and placing the pump on the charging pad, which did cause the lights to flash. Ultimately, technical support replaced the faulty pump.